Manufacturer narrative:
The reported event was unconfirmed. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngkn1920. Visual inspection noted no obvious observations. The catheter was filled with 10ml of methylene blue solution (3 drops 1percent methylene blue per 100ml distilled water) using returned syringe. The concentricity of the balloon was within specification. The balloon was able to passively deflate in 00min53sec. The reported event was unconfirmed. Risk, labelling, and DHR review is not required as the reported event is unconfirmed. No additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was a case of accidental removal of the foley catheter. The incident occurred in the ward after placement in the operating room and it was confirmed that the balloon was damaged.

Event description:
It was reported that this was a case of accidental removal of the foley catheter. The incident occurred in the ward after placement in the operating room and it was confirmed that the balloon was damaged

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.